Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer spouse reported via phone call, the insulin pump had alarmed button error. The customer's blood glucose was unknown. The customer had the device in his pocket while playing gold and he was riding the cart. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with no button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.